Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 24mm synergy xd drug-eluting stent was implanted for treatment. However, the stent caused distal edge dissection and was sealed using another synergy xd. The procedure was completed successfully. There were no patient complications reported.